Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, removed the cartridge, inspected and cleaned the pneumatic tap area, and successfully reattached the cartridge, ultimately completing the loading process and resuming insulin use.